Manufacturer narrative:
Correction: g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ramification of the right anterior section (ras) hepatectomy, after firing, the black winged knob was retracted to return the knife blade and open the jaws of the reload for removal, but the stapler would not open the jaws of the reload and it was difficult to retract the black winged knob. The stapler and reload were reported as jammed and stuck on the patient¿s liver despite troubleshooting. Additional staplers and reloads were opened and used to resect out and remove the stuck stapler from the liver.

Manufacturer narrative:
D10. Concomitant product:) unknown egia su, unknown endo gia sulu, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.